Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] due to error c34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to error was confirmed but not replicated. In error log, the (c-00) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer reported that the integrated electrosurgical unit (iesu) [erbe] displayed error code c-34 when monopolar was activated. Bipolar worked normally. Caller was not entirely sure, but believed surgery was not ongoing at time of call. Technical support engineer (tse) checked artemis and system showed as asleep, indicating no surgery ongoing. Numerous errors c-34 found in logs. Tse informed caller that setting coag mode to classic may allow coag to be used. Fse will visit to resolve the issue permanently. Caller agreed to call back if and when more information of procedure, surgeon name and possible patient involvement had been obtained. The procedure was completed with no reported injury.